Event description:
It was reported that the surgeon inserted a three piece collamer lens and the lens was torn coming out of the injector. No pt contact.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the optic was split and a haptic was torn. There was a clear surgical residue on the lens. Conclusion - a multifunctional team investigation complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.